Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported the interstim was not working, meaning they never found a setting that helps their urinary symptoms since implant. Patient reported that before calling they tried putting the antenna up to their ins and got a shock however it was clarified that it was not shocking from overstimulation, but may have been due to static shock. It was reported that the patient was currently on program 2 and had previously tried program 1. Patient reported every time in the past they made a change to therapy settings they had an episode of fecal incontinence/diarrhea right afterwards however it was not ongoing. Patient changed from program 2 to program 3 and if that does not give the desired therapeutic effect after a couple weeks they might try program 4. It was reported that the stimulation sensation was comfortable. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called back to document previous program changes. Also, the patient wanted to make another programming change as they had not seen any results since making the change during their initial call. They still felt like therapy was not working. Patient was able to sync to their ins, it was confirmed that stimulation was on program 3 at 1.0v, patient increased to 1.3v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they are still wearing pads. The patient increased stimulation. No further complications reported/anticipated.